Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the infusion set tubing detached from the luer lock connection. The infusion set was replaced. There was patient involvement, no injury was reported.